Event description:
It was reported that the device was explanted and replaced due to oversensing. The patient was doing fine.

Manufacturer narrative:
(B)(4). The reported oversensing was not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found.